Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. In addition, the customer reported that the device did not display a patient circuit disconnect alarm when the patient circuit had been completely disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has requested additional information about the patient and the event, but not response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the reporter responded to ventec's request for additional information about the patient. As a result, section a1, a2, a3 and a4 have been updated, accordingly. The reporter also advised that the actual date of event was 12/04/2023, so section b3 has been updated. The reporter also confirmed with ventec that there was no patient harm. The patient survived the reported event. The device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low, as well as the patient circuit disconnect alarm not functioning properly, could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined.

Manufacturer narrative:
H6: the reporter responded to ventec's request for additional information about the patient. In addition, the reporter advised that there was no patient harm. The patient survived the reported event. The device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low, as well as the patient circuit disconnect alarm not functioning properly, could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined.